Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as vomiting and hypotension and the patient experienced sepsis and septic shock. The patient was treated with zosyn, vancomycin, and oxacillin for the event. The cause of the peritonitis was unknown. The patient was eventually discharged from the hospital after 24 days and was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4) - the routes for the antibiotic treatment with zosyn, vancomycin, and oxacillin was reported to be intravenous (IV) and intraperitoneal (ip) (doses and frequencies not reported). The patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13j08040 and h13h06146 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).